Manufacturer narrative:
Additional manufacturing narrative: other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed.  If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Masimo initiated a recall for this issue and notified us FDA on 2/15/2024. The recall number is z-1538-2024. E1. Initial reporter postal code exceeded allowable field length, initial reporter postal code is as follows: (B)(6) ; initial reporter phone number exceeded the maximum allowable characters, initial reporter phone number is as follows: (B)(6) .

Event description:
The customer reported the rad-g was "turning itself on and off." There was no patient impact or consequence reported.

Manufacturer narrative:
The returned device was investigated and it was confirmed there was a short inside the power button. This resulted in the on/off button being activated when not physically pressed.

Event description:
The customer reported the rad-g was "turning itself on and off." There was no patient impact or consequence reported.